Event description:
During a coil embolization procedure, the physician was attempting to insert the coil into the hub of the microcatheter, but resistance was experienced at the hub. As coil was attempted to be removed from the microcatheter, the coil detached inside the introducer sheath. The procedure was successfully completed with another similar device. The patient was reported to be in good condition.